Manufacturer narrative:
The reported field event of the high voltage lead impedance anomaly was confirmed. A high voltage lead impedance notification was triggered on (B)(6) 2017. Longevity calculations revealed that the battery of the device had depleted normally. The sensing, pacing, impedance, and shock functions on the device were tested and revealed no anomalies. The hvli lead impedance anomaly could not be reproduced. The cause of the field event remains undetermined.

Event description:
The device was explanted and replaced due to normal elective replacement indicator (eri). The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were several episodes of out of range impedances on the right ventricular channel. No intervention has been performed. Device explant is anticipated due to normal eri.